Manufacturer narrative:
The cartridge was discarded and was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. A review of the complaint database revealed no other reports of this issue for this lot number. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".

Event description:
A report was received on (B)(6) 2020 from the clinical nurse specialist of a critical care patient with unspecified pathology stating the cartridge venous line luer broke within the patient¿s central venous catheter (cvc) during a continuous renal replacement therapy (crrt) session on (B)(6) 2020. The patient''s cvc required replacement.